Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, this right ventricular (rv) lead exhibited high out of range shock impedances. The shock impedances were noted to have been high but stable for the previous year. All other electrical measurements were stable and within range. Testing was performed but no noise was observed and no changes in impedance were measured. The shock impedance alert was increased and this patient will continue to be monitored. The rv lead and the implantable cardioverter defibrillator (ICD) remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, this right ventricular (rv) lead exhibited high out of range shock impedances. The shock impedances were noted to have been high but stable for the previous year. All other electrical measurements were stable and within range. Testing was performed but no noise was observed and no changes in impedance were measured. The shock impedance alert was increased and this patient will continue to be monitored. The rv lead and the implantable cardioverter defibrillator (ICD) remain in service. No adverse patient effects were reported. Additional information was received that this system continued to exhibit high out of range shock impedances. Subsequently, the patient underwent commanded shock testing to evaluate the integrity of the system. The minimum and maximum shocks delivered returned impedance values that were within normal limits. The physician plans to continue to follow this patient closely. No additional adverse patient effects were reported.